Event description:
It was reported that the patient's blood glucose levels rose to 324 mg/dl while wearing the pod on the abdomen longer than 48 hours. The device investigation observed a corrosion on the printed circuit board (pcb), tube nut and commutator cap during testing.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Corrosion was observed on the pcb, tube nut, and the commutator cap. All three battery voltages were measured to be lower than expected. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin. A leak test was completed due to the corrosion observed, however no leak or tear was observed. The source of the corrosion could not be determined, and it could not be determined if this contributed to the reported event. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918u1ues6eza1. Hardware: sm-s918u1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.